Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus (B)(4) sales & service co., ltd. (Ocm), (B)(4). During investigation/evaluation: no malfunction of the olympus medical devices was found. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the esg-400 electrosurgical generator without showing any abnormalities related to function and safety. Therefore, the reported malfunction cannot be confirmed. The occurrence of burns in the area of the neutral electrode is a known issue in case of monopolar applications. In most cases these burns are either caused by improper preparation of the respective skin area (hair or residues of disinfectant) or by an insufficiently affixed electrode. All of these shortcomings will result in an increased current density. An increased current density, on the other hand, may have a thermal effect on the adjacent skin and lead to burns. Therefore, the use of split-type neutral electrodes is recommended (see instructions for use). Such electrodes will permit the contact quality monitor (cqm) system to evaluate whether the contact between the electrode and the skin is sufficient. If necessary, the system will trigger an error message and stop the application. Since the customer did not report any error message, it must be assumed that a split electrode was not used. In view of the above findings, it is very likely that the reported burns are the result of an insufficiently affixed single electrode. However, burns may also occur with split-type neutral electrodes, in case the affected skin area has not been prepared properly. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported phenomenon will be recorded for trending and surveillance purposes. In addition, the user facility staff will be retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's injury and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf- generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that after a therapeutic transcervical resection (tcr) procedure, it was noticed that the patient had sustained a major burn on the right buttock. No further information was provided but the burn required medical and surgical treatment. In addition, the intended procedure was successfully completed with the same set of equipment and there was no report of any equipment malfunction.